Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead the helix was rotated ten turns but was replaced as it exceeded thirty turns with no success. High threshold were also seen. The lead was discarded and will not be returned. No adverse patient effects were reported.